Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having a MRI. The caller did not know the reason for the MRI. The caller stated that they had been told that the patient needed to have the battery replaced. The caller stated that they thought they heard that the patient needed surgery to replace the battery. The caller was unfamiliar with the device. The event date information was not known by the caller.